Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. After escalated troubleshooting, it was recommended that the pump be replaced. Technical support sent a replacement pump with updated software and arranged for training to be available to the customer. The customer continued to use the pump for insulin therapy while waiting for the replacement pump.